Event description:
Biomed reported a ventilator that was alarming, and not ventilating while on a patient. According to the biomed, the hospital crew that was tending to the patient at the time of the incident, didn't provide any information about alarms displayed. The ventilator was removed from the patient and the patient was placed on another ventilator. There was no harm to the patient.

Manufacturer narrative:
(B)(4). When biomed powered up the ventilator, it was alarming "low battery", and as soon as the compressor powered up the ventilator was not responding as if it was turned off (no power). Biomed checked the electrical outlets in the room where the ventilator was while it was on the patient. He found that all of the outlets had power, and that there were no issues. He thinks that the ventilator was operating on battery power when it was on the patient. He stated that he will be testing the ventilator and call us back if he needs more support. As of 06/24/2015, the biomed has not called back for any further assistance with this issue.